Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a left knee revision in 2010. Started noticing pain around (B)(6) 2016. Has to have another knee replacement because his knee is worn out.